Event description:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
During testing at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. During further testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of two product recalls. This report represents all the info known by the reporter upon query by hospira personnel.